Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement biopsy guide shipped to site 10/30/2013. Medtronic investigation of returned suspect device finds that, as reported, the adjustment screw at the base of the guide will not tighten down completely leaving the base unsecured. Mechanical failure, malfunction - will not tighten, directly caused the event.

Event description:
A medtronic representative reported a navigation system vertek aiming device that was damaged. The screw that attaches it to the vertek arm will not tighten completely. There was no patient present when this issue was identified.